Event description:
Reporter indicated that vns pt had passed away while in custody of the sheriff's department. It was reported that a taser gun was used on the pt twice after a physical confrontation with sheriff's deputies. The pt was found apneic and unresponsive on their cell floor approx 19 hours later. The confrontation with sheriff's deputies occurred after the pt had broken through the glass pane of a hosp door. The pt's family member indicated that the pt had a heart condition and that the deputies were warned of the pt's condition prior to using the taser. It was reported that the pt was taking psychotropic drugs to help with hallucinations, which had worsened in the last six months of the pt's life. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the autopsy finding were: focal cavitary white matter encephalomatacia with residual ganglioglioma, left perieto-occiptal lobe, status post implantation of vagus nerve stimulator, remote; cardiomegaly (620 grams) dilated, with borderline left ventricular hypertrophy, pulmonary congestion and edema, hepatomegaly (2940 grams) congestive, hepatic mass (3.7 cm) benign, consistent with focal nodular hyperplasia, enlarged congested kidneys with renovascular hypertensive changes, generalized visceral congestion, obesity, glycosuria and ketonuria, contusion of tongue, minor cuts on palms of both hands, minor abrasions of extremeties, contusion of the back, taser barb injuries, left chest and left abdomen, minor, postmortem toxicology: theraupeutic blood level or carbamazephine and its epoxide metabolite, low blood levels of haloperidol and diltiazem, negative for ethanol and illicit drugs. The autopsy report listed the cause of death as sudden unexpected death syndrome, due to probable seizure, due to chronic seizure disorder, due to post surgical removal of gangioglinoma. Other significant conditions were listed as cardiomegaly, atrial flutter, chronic hyperommonemia and hyponatremia, obesity, developmental delay, non specific psychiatric disorder with hallucinations. The manner of death was listed as natural.